Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016 lay user/ patient contacted lifescan (lfs) and alleged their one touch ultramini meter read inaccurately high compared to another meter. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported on an unspecified date and time they alleged obtaining inaccurate high results of ¿480 mg/dl¿ with the subject meter and ¿132 mg/dl¿ with another device (unknown meter), performed within 30 minutes. Based on statistical methodology, the calculated difference of these glucose results does exceed lifescan¿s criteria for accuracy. The patient stated they were unwilling/unable to provide what type of medications they were taking at the time of the alleged incident. It is unknown if the patient made any changes to their usual diabetes management regimen in response to the alleged product as the patient was unable/unwilling to provide this information. The patient claims they developed symptoms of ¿dizziness and weakness¿ 15 minutes before the product issue. The patient alleged being hospitalized, and treated with IV fluids. The patient alleged the hospital meters reading were between 132 and 52 mg/dl on (B)(6) 2016 at 1pm. At the time of trouble shooting, the cca confirmed the subject meter was set to the correct unit of measure, the correct sample site was used, the vial was not cracked or broken, the test strip were not open past their discard or expiry dates and the test strips were stored correctly. The cca was unable to walk through a retest as the patient did not have control solution. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly received hcp treatment before the alleged inaccurate high issue began.